Event description:
It was reported that the field representative wanted to review a stored ventricular episode. Upon review, it was found that the patient was in a true ventricular arrhythmia, which self-terminated, but the device shock therapy was already committed to being delivered, therefore, it delivered multiple shocks. The patient was reported to be hospitalized and intubated with an electrolyte imbalance. This cardiac resynchronization therapy defibrillator (crt-d) remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative wanted to review a stored ventricular episode. Upon review, it was found that the patient was in a true ventricular arrhythmia, which self-terminated, but the device shock therapy was already committed to being delivered, therefore, it delivered multiple shocks. The patient was reported to be hospitalized and intubated with an electrolyte imbalance. This cardiac resynchronization therapy defibrillator (crt-d) remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative wanted to review a stored ventricular episode. Upon review, it was found that the patient was in a true ventricular arrhythmia, which self-terminated, but the device shock therapy was already committed to being delivered, therefore, it delivered multiple shocks. The patient was reported to be hospitalized and intubated with an electrolyte imbalance. This cardiac resynchronization therapy defibrillator (crt-d) remains in service at this time. No additional adverse patient effects were reported.